Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tnl and a result of 10.0ng/ml was obtained. The accu tnl result was reported out of the lab and questioned by a physician. A fresh sample was collected from the patient and tested for accu tnl; the result was 0.01ng/ml. The customer then re-tested the original sample for accu tnl and the repeated result was 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. System checks performed on 10/25/06 and 10/27/06 passed. Customer conducted precision testing on 10/27/06 and obtained good results. The specimen was collected in a non-gel, lithium heparin tube and centrifuged at 3,500 rpm for 10 minutes. The customer was not sure if the initial sample was inverted appropriately following its collection. A field service engineer (fse) was dispatched to the customer's lab on 10/30/2006. The fse performed a minor preventive maintenance (pm) to the instrument which was due. The fse replaced: pinch roller assembly, an incubator belt and clips. The fse calibrated the new belt and performed reaction vessel to shuttle alignment. The fse adjusted pipettor temperature and high voltage setting. The fse conducted diagnostic testing and low level qc precision testing; all results passed within specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.